Manufacturer narrative:
(B)(4).the field service engineer (fse) evaluated the device and verified the reported malfunction. The fse replaced the universal serial bus (usb) data key and the device then passed all testing.

Event description:
It was reported that during patient use, a ventilator had an abnormal noise. The patient was then transferred to another device. There was no harm to the patient as a result of this event.